Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported "twitching" around the device several times a day. The right atrial lead threshold was slightly elevated. The lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.